Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) was stuck in the sheath and could not operate properly. Therefore, the sealant was not deployed. There was no reported patient injury. The procedure was a diagnostic coronary procedure. The procedure used a retrograde approach. The device was used in the femoral artery. The vessel tortuosity was unknown. The device storage temperature did not exceed 25 °c. The deployer was mynx certified. A 5f unknown sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The sealant was not stuck to the device component. Hemostasis was achieved by manual compression held for 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the. The patient recovered. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the handle. The balloon¿s distal tip was severely inverted which indicates that excessive tension was applied during pullback. The sealant, procedural sheath and advancer tube were not returned with the device. The condition of the returned device indicates the sealant was deployed which does not match the description of the complaint. Per functional analysis, the sheath involved in the event was not returned; therefore, an applicable lab sample was used for performing the insertion on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. Per microscopic analysis, the catheter¿s distal tip was free of damage. A product history record (phr) review of lot f1927404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath" was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The procedural sheath was not returned, and therefore a complete physical investigation could not be performed. Procedural factors, such as damage to the procedural sheath, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) was stuck in the sheath and could not operate properly. Therefore, the sealant was not deployed. Hemostasis was achieved by manual compression held for 30 minutes. There was no reported patient injury. The procedure was diagnostic coronary. The procedure used a retrograde approach. The device was used in the femoral artery. The vessel tortuosity was unknown. The device storage temperature did not exceed 25 °c. The deployer was mynx certified. A 5f unknown sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The sealant was not stuck to the device component. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the. The patient recovered. The device will be returned for evaluation. Additional procedural details were requested but are unknown.